Event description:
As reported by the sales rep per the user facility: labor and delivery pt crna inserted catheter without difficulty. When removed noted approx 4 cms of catheter retained in pt. Surgical consult obtained for pt. Decision made to schedule laminectomy outpatient for catheter removal. Additional info provided by the facility indicated the pt was discharged and suffered no adverse sequela associated with the incident. The catheter fragment was located on x-ray. The pt did consult with an orthopedic surgeon before being discharged and it was determined that an out patient procedure would be performed to remove the catheter fragment. The facility has received no other follow-up info to date.

Manufacturer narrative:
The actual device in the reported incident was returned to the MFR to be evaluated along with an unused catheter for comparison. The returned used catheter length measured approx 950mm. The catheter tip had been fractured and was not returned. When the fractured catheter was positioned next to the unused rep sample and measured, approx 80mm of the tip of the fractured catheter was missing. The fracture area was angular in appearance. This type of cut is consistent with the potential damage noted when the catheter is withdrawn or partially withdrawn through the needle shearing the catheter tip. It should also be noted that the labeling on this set states, "do not withdraw catheter through the needle because of the possible danger of shearing". The sample and all available info has been forwarded to the MFR for further eval.